Event description:
Summary: (B)(6) medical center (B)(6) reported a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel after testing a patient's blood culture sample. Due to the biofire bcid2 panel result, the patient received inappropriate treatment (unknown for how long). No serious injury or death was reported. The investigation concluded that the most likely cause for the false negative mrsa result on the biofire bcid2 panel was a pouch anomaly.

Manufacturer narrative:
Investigation: the patient was a 67-year-old female. On (B)(6) 2024, a patient's positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported staphylococcus, s. Aureus, and meca/c as detected. The biofire bcid2 panel was positive for meca/c, but negative for mrej, resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the biofire bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are positive. Gram-positive cocci were observed on gram stain. Mrsa was recovered from culture, which was identified via vitek® 2. Due to the biofire bcid2 panel result, the patient received inappropriate treatment initially. The customer stated that the treatment was changed when the sensitivity testing was completed. The final diagnosis of the patient was mrsa bacteremia. No serious injury or death was reported. Quality control (qc) records for biofire bcid2 panel pouch lot # 30us23 (kit lot # 2287923) were reviewed. This pouch lot passed qc criteria and was found within specifications. The filmarray instrument (serial number # (B)(6) was working within designed specifications. Conclusion: the investigation concluded that the most likely cause for the false negative mrsa result on the biofire bcid2 panel was a pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure the product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. Overall, mrej on biofire bcid2 panel has a false negative rate of 0.001 in the field over the last year. These rates are within biofire system specifications. According to table 81. Meca/c and mrej (mrsa) performance table (as compared to phenotypic ast methods for methicillin (oxacillin/cefoxitin) resistance on cultured isolate(s) from prospective pbc specimens) of the biofire bcid2 instructions for use (IFU) (www.online-IFU.com/iti0048), the performance of the meca/c and mrej (mrsa) assay compared to phenotypic ast methods for methicillin (oxacillin/cefoxitin) resistance on cultured isolate(s) from prospective positive blood culture specimens showed an overall positive percent agreement of 100% (52/52) (95% ci 93.1-100%) and an overall negative percent agreement of 100% (97/97) (95% ci 96.2-100%).

Event description:
Summary: (B)(6) medical center (salisbury, nc) reported a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel after testing a patient's blood culture sample. Due to the biofire bcid2 panel result, the patient received inappropriate treatment (unknown for how long). No serious injury or death was reported. The investigation concluded that the most likely cause for the false negative mrsa result on the biofire bcid2 panel was a pouch anomaly. Update for follow-up report: the customer provided additional run files to review instrument and pouch performance. Upon review, the pouch anomalies had been observed solely on filmarray 2.0 instrument (serial number # (B)(6)), the same instrument that was also used for the biofire bcid2 panel test in this case. Biofire performed further investigation on the filmarray 2.0 instrument (serial number # (B)(6)) and those findings are included in this follow-up report.

Manufacturer narrative:
Investigation: the patient was a 67-year-old female. On (B)(6) 2024, a patient's positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported staphylococcus, s. Aureus, and meca/c as detected. The biofire bcid2 panel was positive for meca/c, but negative for mrej, resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the biofire bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are positive. Gram-positive cocci were observed on gram stain. Mrsa was recovered from culture, which was identified via vitek® 2. Due to the biofire bcid2 panel result, the patient received inappropriate treatment initially. The customer stated that the treatment was changed when the sensitivity testing was completed. The final diagnosis of the patient was mrsa bacteremia. No serious injury or death was reported. Quality control (qc) records for biofire bcid2 panel pouch lot# 30us23 (kit lot# 2287923) were reviewed. This pouch lot passed qc criteria and was found within specifications. The filmarray instrument (serial number# (B)(6)) was working within designed specifications. Update for follow-up report: the customer provided additional run files to review instrument and pouch performance. Upon review, the pouch anomalies had been observed solely on filmarray 2.0 instrument (serial number # (B)(6)). The instrument was requested for service, however, upon completion of service the root cause of the false negatives could not be identified, as the service team was unable to reproduce the customer's discrepancy. A total of 60 biofire bcid2 panel pouches were also tested on the filmarray 2.0 instrument (serial number # (B)(6)), where all target assays on the biofire bcid2 panel were expected to be positive. The objective of this test was to determine if the issue could have occurred intermittently. The additional testing was completed on july 11, 2024, however, the pcr signatures leading to false negative results observed at the customer site were not observed in any of the biofire bcid2 panel runs. Updated conclusion: the investigation concluded that the most likely cause for the false negative mrsa result on the biofire bcid2 panel was a pouch anomaly, however, the root cause of the pouch anomaly is unknown. The customer was provided a replacement instrument (serial number # (B)(6)) on may 13, 2024, and has not reported any additional false negatives. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. The pouch qc records for lot# 30us23 were reviewed and passed all qc metrics indicating it was manufactured within specification. Currently, no similar complaints from other customers using pouch lot# 30us23 have been received.